Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed leaflet and pre-existing flail. A mitraclip xtw was inserted and deployed on the mitral valve. However, post deployment, there was movement of the clip, but the clip was still attached to the anterior and posterior leaflets; the clip tilted (partial clip movement). In the physician's opinion, the chordae caused the clip to tilt. A second clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.